Event description:
It was reported to st. Jude medical that during the implant, the lead's measurements were in a normal range. Two days post implant there was a loss of capture with maximum output and a drastic decrease in sensing. Dislodgement was ruled out. The lead was explanted.